Event description:
It was reported that during hemorrhoidopexy (longo procedure), the clips did not properly. Case completed by suturing by hand. No adverse consequences have been reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.